Event description:
It was reported that during a hepatic arterial mapping case, distal tip of the subject guidewire was fractured during use and vasospasm was observed due to this event. The fractured piece of guidewire was successfully removed from the patient¿s body. The procedure was completed successfully with another device. The patient condition is detailed as fine. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was unable to be confirmed and it cannot be confirmed that the device met specification, as the subject guidewire was not returned. Additional information states that the patient suffered vasospasm as a result of the reported events. As the subject guidewire was not returned and a review of all available information fails to indicate an assignable cause, an assignable cause of undeterminable will be assigned to the as reported code 'guidewire distal tip broken/fractured during use¿. An assignable cause of anticipated procedural complication will be assigned to the reported code ¿patient vasospasm non-serious¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during a hepatic arterial mapping case, distal tip of the subject guidewire was fractured during use and vasospasm was observed due to this event. The fractured piece of guidewire was successfully removed from the patient¿s body. The procedure was completed successfully with another device. The patient condition is detailed as fine. No further information is available.